Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: this is the 5th complaint for lot # 9331136 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: undetermined rationale: CAPA not required.

Event description:
It was reported that needle precisionglide 30x1/2in was clogged. The following information was provided by the initial reporter: "some needles of this batch are clogged. Box with 100 units additional information: some units was used in patient, there was no damage to patient. The drug used was co2."